Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer not opening even after reboot and recover. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer not opening even after reboot and recover. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) found that the matrix drawer was not opening. Upon inspection, the fse discovered that the u-link was broken. The u-link was replaced, and the drawer was tested using the hardware testing application and all functions were confirmed to be working properly. The device was rebooted, and user was able to recover and inventory the drawer successfully. The drawer was functioning fine. The system functioned as intended after the field service engineer repaired the device.